Event description:
Complainant alleged the device shut down while acquiring 12 lead and immediately displayed a "helping" message. There was no indication by the complainant the device was in use on a pt at the time of the reported malfunction.